Event description:
It has been reported to philips that the system did not start up at 00:00. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the event occurred. The philips remote service engineer (rse) inspected the system remotely by communicating with user and confirmed the reported problem. The user observed that there was no power in the os disk drive of the flexvision pc. After replacing the flexvision pc, the system was returned to use in good working order. The codes are updated based on the investigation outcomes.